Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad (B)(6) 2019 was reviewed on 11 december 2019. On (B)(6) 2017: the patient underwent a right total knee arthroplasty secondary to osteoarthritis. Attune implants were used. Non-depuy cement was used. The patella was resurfaced. No intraoperative complications noted. On (B)(6) 2018: the patient underwent a revision of the right knee secondary to instability. The operative report was not available, however, was noted to be performed due to traumatic injury. Doi: (B)(6) 2017; dor: (B)(6) 2018 (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.